Manufacturer narrative:
(B)(4). If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the minicap transfer set had leaked. This occurred at the site where the spike is found, even after the twist clamp was closed. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector was received for evaluation. Visual inspection, leak testing, clear passage test and clamp function tests were performed with no issues noted. Sample evaluation did not confirm the reported issue. Should additional information become available, a follow-up report will be submitted.